Event description:
It was reported that the patient was experiencing undesired stimulation around the incision site whenever stimulator is on and that it goes away when it is off. The patient underwent an ipg replacement procedure wherein an MRI compatible ipg was implanted. The patient continues to feel pulling and burning sensations on the shoulders upon post operation appointment. The physician suspects that disc bulge could be the cause of the sensation and planned to perform injection on the ipg site. The explanted ipg was kept by the facility.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.